Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 18-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: during investigation, the pump powered on to the verify screen with no blank display. The display was found to be functioning properly. The complaint of a blank display issue was not duplicated during investigation. Unrelated to the complaint, the battery compartment was found to be cracked.